Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepatectomy procedure, after two (2) firings, the device stopped working. The handle could be pressed, but the knife did not move forward. Another device was used to resolve the issue in order to complete the case. There was no patient injury.